Event description:
It was reported that the tubing "came off" of a large volume infusor while the device was being attached to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2014 ¿ october 24, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing had detached at the junction of the stress member located at the top area of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.